Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refn3584 showed one other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported "nurse states no resistance on advancing the guidewire. Catheter broke in half while pulling the needle out. One half left in patient." No other information was provided.